Event description:
Boston scientific received information that this left ventricular (lv) lead got dislodged a few months post implant procedure. The patient stated the device would flip on itself and this lv lead got dislodged during this process. The physician performed a surgical intervention and this lv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.